Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen on (B)(6) 2019 and (B)(6) 2021 using the cooladvantage legacy coolmax system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Changed, and/or corrected data: a6-(asian) b5 d1 d3 d4 g1 g2 h6. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to bilateral lower abdomen using coolmax applicator and may have developed paradoxical adipose hyperplasia.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.